Event description:
It is reported that the device was implanted in 1999, and revised in 2009, due to pain. Upon revision, it was noted that there was significant wear on the acetabular components. During the revision, the new liner pushed into the pelvis which resulted the surgeon implanting a larger liner.

Manufacturer narrative:
Evaluation summary: the patient was revised due to persistent pain. The device was in vivo for approximately 10 years. Upon removal of the primary implants, the cluster shell showed significant wear. The photos provided, though heavily pixilated, shows the liner with significant wear and what appears to be damage that is consistent with wear to the shell. Patient's height, weight, activity level or shell orientation following the primary surgery is unknown. Information regarding joint laxity, history of impingement, or dislocation which could contribute to micro-motion between the head and liner was not provided. Based on the provided information the probable cause for the pain can not be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.